Manufacturer narrative:
There were three additional occurrences of this cause of condition in this product lot. Please reference the following mdrs for additional information: MDR 2245270-2014-00077. Mda 2245270-2014-00078. MDR 2245270-2014-00080. The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
The hub cracked on the leg with the white slide clamp. The cracking resulted in leaks into the bed and the loss of the umbilical catheter. The patient was in a bassinet under a warming light. This cracking in the extension set occurred multiple times in this facility.